Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a pin hole was found in the tube of an rt340 adult dual-heated evaqua breathing circuit, resulting in an air leak. This was noticed after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: only the evaqua tube of the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for visual inspection. Results: a hole was observed in the returned evaqua tube, confirming the reported fault. A lot check was not performed as no lot information had been provided. Conclusion: the sustained damage to the evaqua expiratory tube indicates that it was punctured or scratched with a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt340 adult breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was punctured or scratched post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt340 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." "Set appropriate ventilator alarm." (B)(4).